Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) was informed that the customer resolved the issue by undocking and re-docking. Additionally, the tse provided guidance to the site on how to address the issue should it recur. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse's notes, the system issue was due to an improperly seated or disconnected endoscope. It can be resolved by reseating the endoscope.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic neck anastomosis surgical procedure, the customer observed that the image was rotated 180 degrees. The da vinci system was undocked and the customer was docking when the technical support engineer (tse) was contacted. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The image was not inverted. The endoscope moved freely with uncontrolled motion. The surgeon did not move the instrument. The 30 degree endoscope was installed. The surgeon confirmed the desired orientation when endoscope was installed. The endoscope and endoscope¿s adapter/base still engaged/in-synch/attached. The endoscope was not manually rotated 180 degrees prior to event. The endoscope was removed and installed again. Procedure was not completed with a backup scope. There was no patient injury. Endoscope is not available fore return. No patient information is available.

Event description:
Refer to h11 for follow-up information.